Manufacturer narrative:
Medical device expiration date: n/a. Investigation: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot numbers. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that the needle on a bd relion® insulin syringe broke off into the patient¿s stomach during use. The patient did not seek medical assistance as a colleague was able to remove the needle without the need of medical interventions.